Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while trying to upload scans for a specific patient, the scans were slow to upload and pull from electronic picture archiving and communication systems (pacs) (wireless). The manufacturing representative (rep) stated she got a transfer failed message. System would show 'exam not transferred' and prompted to check ae title with pacs, and then proceeded to download, and downloaded completely. In digital intercommunication of medicine (dicom) transfer start test, all indications are green. No patient present.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that image transfer failed initially, then allowed transfer to complete. Codes b01, c13, and d15 are applicable to this analysis. H6: a1102 - error message a110301 - slow a13 - transfer. Failed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Electronic picture archiving and communication systems (pacs) information was updated. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: d4 and d10 were updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859 ethernet connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.